Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shocks. It was noted that eight attempts were done but six shocks were available in the ventricular tachycardia (vt) zone. Boston scientific technical services (ts) discussed that one was detected in the monitor only (mo) zone and the other was after therapy exhaustion. Ts then further explained the event and noted that the indication for therapy could likely be atrial fibrillation (af) with rapid ventricular response (rvr) or vt with af. Additional information indicated that the device was interrogated. Shock was given due to probability of atrial fibrillation (af) with rapid ventricular response (rvr). Furthermore, the patient was no longer in af with rvr or any other arrhythmia that required further intervention. This ICD remains in service. No adverse patient effects were reported.